Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced damage to infusion set tubing was looked deformed possibly kinked. The infusion set was in use for 2 hours or less. The patient replaced infusion set and resumed insulin successfully. No further information available.